Event description:
Additional information received reported that the patient met with the manufacturer representative twice within the last month. It was stated that the patient was doing "ok" with the recharger and wanted to "focus on their programs." No further information was reported.

Event description:
Additional information received reported that the device was "defective."

Manufacturer narrative:
Product ID 8840, serial # (B)(4), product type programmer, physician product ID (B)(4), lot # v752069, product type lead; product ID 3888-56, lot # v752069, product type lead; product ID 3888-45, lot # v799638, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v799638, product type lead product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), product type extension; product ID 3708220, serial # (B)(4), product type extension; product ID 355531, lot # n346309, product type screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected manufacturing and expiration dates. Analysis of the neurostimulator found no anomaly. The device was able to be charged from the lock mode to full in the normal 6 hours while at body temperature and 1 cm spacing from the charger. The discharge rate was tested and the device was set to one program: amp= 10.5v, rate= 60hz, pw= 400us, one negative and one positive electrode and a 750 ohm load across the active pair. The device was recharged to full prior to turning the output on and discharging the battery. The ins lasted 80.5 hours before the battery was fully discharged, which was within the 10% of the 84 hour average. This indicates, the device was holding its charge for the suggested time frame. Analysis found that lead 1 ((B)(4)) was functionally acceptable, but anchor impressions were observed on the outer insulation 8.4cm from the distal end. No anomalies were found. Analysis found that lead 2 ((B)(4)) was functionally acceptable, but anchor impressions were observed on the outer insulation 8.6cm from the distal end. No anomalies were found. Analysis of the extension ((B)(4)) found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recharging issues with their implantable neurostimulator (ins). It was noted that the patient had to recharge every day for 3 hours to get 100%. The patient met with the company representative a week of after implantation of the ins system to troubleshoot. Programming parameters were adjusted (pulse rate, pulse width, number of contacts used) and the patient was allowed to analyze for any changes. There was little to no change for the patient so the device was adjusted so they were only using stimulation when he needed (upright and mobile positions). In the sitting position stimulation was on low voltage but was set to automatically go to zero when the patient was lying down (pt did not need stim therapy in that position). These changes did not change the patient's charging routine. His coupling was noted typical of 100% (battery full) on both chargers. The patient also experienced a "electrical feeling" around the ins battery at different times. The sensation could not be duplicated when the patient met with the company representative, despite changing parameters and turning the system off/on. Impedance measurements were within normal range. It was noted that the patient was getting "great" coverage for their pain and saw a decrease in their pain with the ins. The device was subsequently explanted. Additional information was requested but was not available at the time of this report.